Manufacturer narrative:
A follow-up is necessary as the 510k under report information should be k091319 for remstar pro c-flex 50 series device.

Event description:
A remstar pro c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. The device found dust contamination, and the unit was functional. Additionally, the device found the error code, e065 (a encoder stuck error), e055 (therapy queue full error), and e024 (motor speed reverse error). The device was scrapped by the service center after the evaluation was completed.